Event description:
Device 4 of 5. Reference MFR report#: 1627487-2011-05256, 05257, 05258, 05260. It was reported that the smallest increase in amplitude would cause overstimulation. The pt met with sjm personnel on several occasions to resolve the issue but was unsuccessful. As a result, the pt's paddle lead, 2 lead extensions (from different lots), ipg, and 2 lead anchors were explanted. During the procedure the doctor found an infection where the paddle lead was implanted. The facility will not return the explanted product. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.